Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was opened for vein harvest. They inserted the jaw to the port while holding the tip closed as per usual. Once the tip was inside, they could not push it through. They pulled it out and noticed the white plastic sheath covering the metal part of the jaw was broken. Case completed with a new device. Time required to open a new vh-4000 kit. No harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section: unique identifier (UDI) # d-4 : from :(B)(4)".

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#:(B)(4). The device was returned to the factory for evaluation on 07/01/2024. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled back from the jaw, exposing the cold metal jaw. The heater wire was observed to be intact with no visual defects observed. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failures "material twisted/ bent wire" and "fitting problem- tool" were not confirmed, however the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000364081 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.